Manufacturer narrative:
This report is submitted on october 23, 2021.

Manufacturer narrative:
Per the clinic, the patient experienced skin breakdown resulting in exposure of the receiver/stimulator, and was treated with intravenous antibiotics. The device was explanted on (B)(6) 2021, and the patient was reimplanted with a new device during the same surgery. This report is submitted on september 21, 2021.

Manufacturer narrative:
This report is submitted on july 7, 2021.

Event description:
Per the clinic, the patient experienced an extrusion of the device and an infection. The implant remains in-situ. Further information is being sought from the clinic.